Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The surgeon monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. The suspect surgeon monitor was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. When connected to a known good system the returned monitor displayed a good image. The monitor was allowed to run for an extended time and did not display the reported behavior of blank display. There was no problem found with the returned surgeon monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor would go black after sitting powered on. The monitor would go back and forth from a black screen to a usable navigation screen. The cables were reseated and the monitor worked temporarily, but this was not a permanent solution. There was no patient present when this issue was observed.